Event description:
There was no pt involved in this event. This device malfunctioned because there is no status indicator and the device was emitting a "memory full" warning message. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010. The device appears to have remained switched on after carrying out an initial self test. On (B)(6) 2012, the device recorded a manual self test lasting 35 minutes. This would suggest was failing to switch off. Between (B)(6) 2010 and (B)(6) 2011 the history from the device shows the error shutdown attempt failed warning. The reported problem with the device was attributed to the q55 and c161 components becoming dislodged from the printed circuit board. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.